Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the edge of the reported product got nicked when the surgeon held the bone with it. There was no interference with other metal devices and it was the first time use of this product. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4) an evaluation was performed on the returned device. As per received condition of device; the tip of one of the prongs is broken off as reported. A full review of the manufacturing documentation for this lot was conducted and confirms that it was manufactured to specification. Excess mechanical force was applied while holding the bone, which caused the tip to snap off but this cannot be confirmed. No product fault could be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.